Event description:
As reported by our edwards (B)(4) affiliate, post 23mm sapien xt valve deployment via the transfemoral approach, an annular rupture was noted. The patient¿s blood pressure was medically managed. No other intervention was required. Prior to the tavr procedure, bulky calcification in the non-coronary cusp (ncc) was noted. Balloon aortic valvuloplasty was performed with a 20mm bav balloon. During bav, angiography showed almost no contrast leak in to the left ventricle (lv). The xt valve was prepared with 3ml less than nominal volume and deployed using slow inflation. The blood pressure (bp) recovered post valve deployment and tee indicated trivial paravalvular leak (pvl). After the wire was removed from the lv and angiography was performed, the bp gradually dropped to 74/36 mmhg. A pericardial effusion was observed on tee and protamine was given. Norepinephrine was given to raise the bp. Tee indicated bleeding from the commissure between the ncc and the left coronary cusp (lcc). Twenty minutes later, the bp recovered to 100/48 mmhg without vasopressor. Since no increase in the pericardial fluid was observed, it was judged that the bleeding had stopped. The patient was transferred, still intubated. As reported, the calcification in the ncc was determined to be ¿risky¿ prior to the procedure. Implanting the 23mm xt valve prepared with less than nominal volume was determined to be lower risk for the patient. The native annular diameter measured 19.1mm by tte. Severe valve calcification and no aortic root calcification were reported.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, in addition to the procedure itself, patient factors (female gender, advanced age, severe valvular calcification, bulky ncc calcification), likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.